Event description:
It was reported that during a laser photoselective vaporization of the prostate (pvp) procedure to treat a 75 grams prostate gland, the fiber base was noted to be broken after 246,957 joules and 31 minutes of use. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber. There was no information provided regarding patient outcome.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber did not identify the alleged fiber break. Therefore, the reported event of fiber break was not confirmed. However, visual examination with magnification showed that the fiber cap bevel edge was not aligned to the output window. The fiber was tested with a hene (helium-neon) laser fixture, and the aim beam was not aligned to the output window. The device passed a signature verification test, and there were no anomalies noted with the connector, tabs or segments. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted bevel edge misalignment to the output window. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a laser photoselective vaporization of the prostate (pvp) procedure to treat a 75 grams prostate gland, the fiber base was noted to be broken after 246,957 joules and 31 minutes of use. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber. There was no information provided regarding patient outcome.